Event description:
It was reported that during in clinic evaluation of the left ventricular (lv) lead due to out of range pacing impedance measurements and loss of capture (loc), this right ventricular (rv) lead exhibited increased threshold measurements. The patient was referred for lead replacement on an unknown future date. The lv lead was programmed off, rv outputs were increased and the av delay was extended to provide rv backup pacing as a bridge to replacement of the leads. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.